Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.the device received was later confirmed not to be the correct device.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was present when the proglide plunger was removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, via a 7f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture of the proglide device was not released, no suture was present when the proglide plunger was removed. The sheath was upsized to 18f and 20f and the aaa procedure was completed. A surgical cut down was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the issue with the proglide device. No additional information was provided.